Event description:
It was reported by resmed (B)(4) that an astral device failed to pass its internal self-test during incoming inspection. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). Additional information from the device investigation determined that a device malfunction caused the astral to fail its internal self-test. The investigation determined that the reported failure was due to a leak on the non-return valve (nrv). This issue would not allow the device to complete its internal self-test. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).